Event description:
It was reported that the lens haptic sheared off as it was being inserted into the patient's left eye. The incision was enlarged to remove the lens, but no sutures were used. Please refer to MDR 1119279-2014-00154 for the lens used during this event. Please refer to MDR 1119279-2014-00156 for the injector cartridge used during this event.

Manufacturer narrative:
The user facility indicated that the device is not available for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.